Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller stated that the patient thinks that his paddle has moved and the np thinks that is possible based on x-rays. The caller was not with the patient. The caller asked about how to proceed if the paddle has moved. Tss reviewed information about programming and potential revision.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 02-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care professional (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Hcp said device is nonfunctioning for a year and a half, that pt has not used it because it was not working to provide therapy for pt. Caller also mentioned the lead migrated. No further detail available.